Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluders was selected for implant on (B)(6) 2023. During the procedure, the patient was in normal sinus rhythm. Computed tomography (CT) scan was used to measure the appendage. The landing zone was measured to 17-21mm. The orifice was measured to 22-29mm. The depth was noted to be deep. The left atrial pressure was 15mmhg. Intracardiac echocardiography (ice) and fluoroscopy were used during the procedure. The device was deployed successfully. The close criteria was noted to be satisfactory. The device was observed to compress into a roman helmet shape. A tug test was performed with satisfactory results. The device was implanted successfully. On 13 december 2023, the device embolized into the left ventricle. It was not possible to re-capture the device with a transcatheter snare while in the left ventricle, so the patient was brought to surgery right after the embolization was discovered and the device was explanted. The cause of the embolization was believed to be that the device was not implanted deeply enough. After the physician investigated the ice and fluoroscopy imaging, it was reported that the device was only 1/2 distally to the circumflex artery instead of at least 2/3. There were no clinical signs or symptoms to the patient. The patient status was stable.

Manufacturer narrative:
An event of device embolization into the left ventricle was reported. A returned device assessment could not be performed as the device was not returned for analysis. However, imaging was received from the field. A medical review of the imaging revealed that the amulet lobe was not 2/3 distal to the lcx, lacked disc/lobe separation and that the lobe was partially visible within the la. The imaging received from the field was adequate enough to conclude that close was not met and that a third deployment attempt or device removal should have been performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported device embolization seems to be as a result of the close criteria not being met.there is no indication of a product quality issue with regards to manufacture, design, or labeling.